Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The official cause of death has not yet been determined. The caller stated that the customer had flu-like symptoms, had stomach flu, was vomiting and had diarrhea. The caller stated that the customer became ill thirty-six hours prior to passing. The customer had neuropathy, kidney problems, heart disease, had a heart monitor and a pacemaker. The caller also stated that the customer suffered from dementia. The caller stated that the customer's glucometer showed high rather than a numeric value. The last written down value was 215 mg/dl on (B)(6) 2016. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis once the device gets returned from the funeral home.